Event description:
It was reported that during a shoulder procedure using a speedscrew implant, the implant broke off in the bone upon insertion. The implant was abandoned in the bone, requiring a new bone hole to be drilled. A second speedscrew implant was inserted, however this implant broke off in the bone as well. After abandoning the second broken implant in the bone, a third bone hole was drilled and the procedure was completed successfully using an additional speedscrew implant. The event ultimately caused a 30 minute surgical delay, however, no patient complications were reported as a result of this event.